Event description:
It was reported that removal difficulties were encountered. A percutaneous coronary intervention was being performed. This 38 x 3.00 promus elite drug eluting stent was selected following inflation to nominal pressure. Regular deflation was completed but the balloon was hard to remove and felt sticky. The device was removed and no patient complications were reported.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Initial reporter facility name (B)(6).